Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not ¿accurately release insulin appropriately¿. Customer did not observe the cartridge to be damaged. Reportedly, the customer performed a cartridge change to address the issue. Customer¿s blood glucose level was over 300 mg/dl.